Event description:
It was reported that this artificial urinary sphincter (aus) returned without initial reporter and any performance allegation information. Upon analysis of the returned components, multiple findings between pump and balloon were identified.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under microscopic evaluation, and no leaks were identified; however, the component did not pass functional examination. In addition, its kink resistant tubing (krt) was found to be worn to the filament in the cuff section, and its balloon section was noted to be detached from fatigue, leading to a leak. The balloon was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted under microscopic evaluation, and no leaks were identified; however, the component did not pass functional examination. The cuff was microscopically inspected and tested for leaks. Wear at fold in its shell was noted, and additionally, the cuff presented a leak caused from a tear that was consistent with sharp instrument damage. Based on the information available and analysis results, the leak identified in the krt of the pump, along with the balloon and pump not passing the functional evaluation could have caused or contributed to the device being removed.